Manufacturer narrative:
Additional product component: model number/catalog number 72404310 and 72404161, (B)(4), batch/lot number 904358002 and 900158005, model/catalog description pump ms and reservoir 65ml pc.

Event description:
It was reported that the patient experienced a breakage in the middle of the pump connector with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a breakage in the middle of the pump connector with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404310 and 72404161, serial number: null and null, batch/lot number: 904358002 and 900158005, model/catalog description: pump ms and reservoir 65ml pc.